Event description:
Blood was found leaking from the pacing wire introducer while still in the pt. Pt suffered an accute episode of sob, diagnosed as probable air embolism. The locking cap had not been tightened after the removal of the pacing wire leaving space between the cap and washers. Blood pressure should then push the one way valve away from the seat and allow the blood to leak around the valve. Blood would then push the cap off and force the washers out of the port.